Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8100 unit failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8100 unit get error air in line needs to replace to replace air in line sensor on unit once replace error still comes up unit has to come in for services repair. Ref: (B)(4).